Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) was in backup mode due to magnetic resonance imaging (MRI). Loss of defibrillation therapy was noted. It was also noted that vibratory alert was not working on the device. The device was able to reset to normal setting by programming intervention. The patient was stable.